Event description:
During a follow-up, noise on the right ventricular (rv) lead and the atrial lead was noted. The leads were explanted and replaced. The patient was stable with no adverse consequences. Related manufacturer report number: 2938836-2019-01983.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. One external insulation abrasion breaching the outer insulation and exposing the outer coil due to friction to another device or feature of the heart was noted distal to the suture sleeve impression region. Electrical tests that could be performed on these pieces did not reveal any discontinuity on any conduction paths. Shorting and hi-pot failure were noted on piece (b) due to explant damage.